Event description:
It was reported that the patient presented for a device firmware upgrade. During the upgrade, telemetry was interrupted, and the leadless pacemaker went into read only memory (rom) mode as a result. Communication with the device was then re-established, and the device was restored successfully. The patient condition was stable.

Manufacturer narrative:
The reported disruption of firmware upgrade has been confirmed. The session records show multiple attempts were made before the firmware upgrade was completed. Based on the complaint description, the disruption appears to have resulted from poor telemetry signals. The rom mode dialog is the expected behavior during firmware download.